Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the new right atrial (ra) lead exhibited failure to sense. The ra lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Final analysis did not find any anomalies.